Event description:
Follow-up information revealed the patient underwent surgical intervention where the patient's ipg was explanted and replaced with a different model. The patient reported effective stimulation therapy postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. The sjm representative met with the patient and confirmed the issue. It was noted the patient last charged her ipg 3 weeks ago. The patient is without stimulation. Subsequently, the patient will undergo surgical intervention as the next course of action. The event date is unknown.